Manufacturer narrative:
The mayfield skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed, and no anomalies related to the reported failure was observed. Failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. The returned skull clamp had some movement in the locking mechanism and was overhauled. Some small parts were replaced due to being worn off and the unit was marked with instance number. Root cause - the unit required replacement of worn components due to routine use and wear. However, it is unlikely this movement would contribute to a patient slippage. The probable root cause is improper or suboptimal placement of the skull clamp on the patient.. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that when the patient was positioned in the mayfield modified skull clamp (a1059) and the surgeon locked the headrest, suddenly, the headrest was released and the head was freed. No patient injury or surgical delay was reported.